Manufacturer narrative:
Additional information concerning this event is currently being gathered from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated that no intervention will be performed and the patient will continue to be monitored.